Event description:
A report was received from the field indicating a cypher stent 2.50x28 failed to cross the target lesion and that there was no pt injury reported. However, initial inspection of the returned product indicated that a possible secondary failure occurred. The proximal end of stent strut was uplifted.

Manufacturer narrative:
Any add'l info will be submitted within 30 days of receipt.